Event description:
It was reported that myopotential oversensing inhibiting pacing was observed during interrogation. The device was reprogrammed. Patient monitoring with routine follow-up will continue.